Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose was 145 mg/dl. The insulin pump was reportedly not exposed to a strong magnetic field. The customer was reportedly able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and it passed, it may have had an intermittent failure not detected during testing. The device was with cracked case on display window corners, minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).